Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01372. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads were not placed at its optimal location. As a result, surgical intervention was undertaken wherein both existing leads were explanted and replaced to address the issue.